Manufacturer narrative:
Analysis of the 8637-40 found no anomaly. Conclusion code was updated.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal dilaudid (either 40 or 50 mg/ml). The indication for use was spinal pain. The patient experienced opioid withdrawal symptoms. The hcp gave the patient oral and intravenous dialudid, and their symptoms improved. Dye studies were performed on (B)(6) 2016. Both found no abnormalities with the catheter. No leaks were apparent. The amount of drug removed from the pump matched what was expected. The cause had not been determined. The patient's pump was replaced. The issue was not resolved. The patient's status was "alive - no injury" at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.